Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. Cultures were taken and medication was administered. The implantable pulse generator (ipg) was explanted and lead extenders were utilized to tunnel the current leads to the abdomen where a new pocket and pacemaker were utilized. No further patient complications have been reported as a result of this event.